Event description:
It was reported the case is cracked. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lower and upper case halves are broken. Analysis also found the battery release is contaminated. Both bail covers and battery drawer are broken. One pcb (printed circuit board) flex is creased, heart wire contacts are patinaed, battery contacts are compressed, keyboard window is scratched, serial number label is damaged, and lcd (liquid crystal display) is bleeding. It is noted both bails and battery drawer o-ring are missing. (B)(4).